Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedance and was not able to be placed due to patient anatomy. The different lead was implanted. No patient complications have been reported as a result of this event.